Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The lesion being treated was located in the very tortuous diagonal branch of the left anterior descending artery(lad). An unknown stent was deployed in the diagonal branch. The physician then advanced a 24mm x 4.00mm ion stent delivery system to the lad, however there was difficulty crossing. The 24mm x 4.00mm ion stent came may have come into contact with a implanted stent in the diagonal artery that was protruding into the lad, the stent became damaged and removal difficulty was experienced. The device was successfully removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).